Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose to over 300 mg/dl. The patient reports while applying a pod they had received a communication error. Once at the hospital the patient had lost consciousness. The patient was treated with intravenous insulin. The hospital personal tried to assist the patient in activating their pod again but they had still received a communication error. The patient was instructed to purchase manual insulin to be taken by shots until they could resume use of their pump. The patient was discharged from the hospital after 1 week. The patients pod will not be returned as it has been discarded. As a result of this event the the patient is using insulin injections as treatment for their diabetes.